Event description:
The device was implanted in 2000. In 11/2001, the pt informed the lvad coordinator that the controller was showing yellow wrench and red heart alarms. The pt was transferred to the hospital and connected to a system monitor where no stroke volume or flow was visible, just the beat rate. The system controller was changed-out, but no further info was displayed on the system monitor. Additionally, significant black dust was visible in the y-connector when the filter was removed. Four days later during a vent cycle, a performance issue occurred with the stroke volume limiter. The pt was converted to pneumatic actuation of the pump and their status was upgraded to 1a. A second drive console and stroke volume limiter were switched over without further incidence. Two days later the pt was operated on to replace the pump identified with a new pump. The pt is doing well post-op. No further details are available.